Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during a procedure to reposition the patients implantable pulse generator (ipg) (MFR report #15523287), upon testing, high impedances were discovered on the spinal cord stimulation lead. The high impedances were assessed to have caused inadequate stimulation in the low back and legs of the patient. Therefore, the lead was explanted and replaced. The patient is doing well postoperatively.

Manufacturer narrative:
Update made to block d4. Block b3: approximated based on the date the manufacturer became aware of the event. Device analysis performed on the returned lead revealed that multiple cables were completely broken at the bent/kinked location of the lead 2cm from the setscrew mark of the clik x anchor. There were no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent/kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point. Based on all available information, engineers concluded that the high impedance measurements were caused by a lead fracture. The lead became bent after exiting the clik x anchor which exposed the bent location to excessive mechanical force or movement that caused the lead cables to fracture.

Event description:
It was reported that during a procedure to reposition the patients implantable pulse generator (ipg) (MFR report #15523287), upon testing, high impedances were discovered on the spinal cord stimulation lead. The high impedances were assessed to have caused inadequate stimulation in the low back and legs of the patient. Therefore, the lead was explanted and replaced. The patient is doing well postoperatively.